Manufacturer narrative:
Following our receipt of one unit and placed transmitter under microscope and found moisture/corrosion damage at the connector pins, unable to perform functional test or verify communication anomaly. In summary, the customer complaint of loss of communication could not be confirmed due to corrosion/moisture damage at the connector pins. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced that sensor having trouble linking with the pump, doing the testing. The customer reported no adverse event. The event involved product(s) mmt-7841zn. Troubleshooting was performed and confirmed that rf icon did not turn green. Ed light blinked when transmitter was connected to tester but transmitter did not communicate after running tester procedure twice. No harm requiring medical intervention was reported. Customer has returned the product mmt-7841zn for analysis.